Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated that a 6f angio-seal vip was selected for use following a superficial femoral artery (sfa) angiogram. Resistance was encountered during the pullback step and the assembly could not be withdrawn. Femoral access was obtained in the opposite femoral artery and a diagnostic catheter was advanced into the right iliac artery. An angiogram of the sfa was performed revealing normal anatomy and hemostasis was achieved with no evidence of hematoma. Another attempt was made to remove the angio-seal assembly but this was unsuccessful. The physician cut through the insertion sheath to expose the suture and removed all external components before cutting the suture.